Event description:
Caller reports on numerous occasions the trephine will not separate from the conduit after entering the bone. Caller states that it is unsafe to remove the device and injured himself today due to the manufacturer defect.